Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a catheter issue that required revision. Additional information reported that the patient had their pump replacement on (B)(6) 2008. They found that the catheter had cracks in it during the pump replacement. A portion of the catheter was replaced. It was unknown what the pump system was delivering at the time of event. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)